Event description:
The patient's daughter reported the patient's insulin infusion device gives an e4 (occlusion) alarm whenever she tries to bolus insulin through her device. She stated this has happened all afternoon and the patient's blood glucose reading was 595 mg/dl. She said the patient gave herself an insulin injection and her blood glucose has started to come down with her current reading being 400 mg/dl. During troubleshooting with the patient and the patient's daughter, the patient's daughter stated the patient changes her infusion sets every 3-4 days. She was advised that this infusion headset type should be changed every 2 days and the tubing every 6 days. The patient was instructed to disconnect from her headset and bolus into the air which she did without error. The patient was then instructed to change to a new tubing and when she tried to prime she received an occlusion alarm. An empty prime went through without error but when the patient reinserted the cartridge, the occlusion message occurred again. When asked if any damage had been done to her piston rod, the patient stated that about 6 months ago, she had half a cartridge of insulin spill inside her infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.